Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow, when they try to empty the pads, they were not emptying. Therapy will have been running for 48 hours at 10pm tonight. Had nurse stop therapy, empty pads, and disconnect the pads. Walked through enabling manual control. Without pads: water flow rate (wfr) was 1.8 lmin, inlet pressure (ip) was -7.2psi, cpc 50 percent, system hours 7488, pump 6748. Connected right chest pad: water flow rate (wfr) was 1.8 lmin, inlet pressure (ip) was -3.7, circulation pump command (cpc) was 100. Connected right leg pad: water flow rate (wfr) was 1.5lmin, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100. Added left chest pad: water flow rate (wfr) was 1.4 lmin, inlet pressure (ip) was -1.7psi. Left leg, water flow rate (wfr) was 1.2 lmin, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percent. Disabled manual control and resumed therapy, water flow rate (wfr) not priming. Patient did go to MRI earlier. Suggested nurse swap the pads out, sn (B)(6). Per follow up information received via phone on 21may2026, spoke with charge nurse who confirmed pads were retained. They noted that one of the nurses noted the patient had gone to MRI and wonders if the tubing had been crushed. They had not inspected the pads themself. They are currently in a box on a different floor. They requested a shipping box for pad return.